Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it was determined that the coupler had a corrosion due to water seepage inside caused by the broken camera head. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not strike the camera head. The camera head may be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to: MFR report #3002808148 - 2023 - 10336 patient identifier: (B)(6).

Event description:
The customer reported to olympus, the hd autoclavable camera head switch was not working properly. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; corrosion was found on the coupler. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a defective charge coupled device. Additional non-reportable findings are as follows: there was an abnormal switch operation feel (hard, no click feeling) and leakage found from inside the camera head. As a result, the cable assembly and focus button needed replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.